Event description:
Related to 630429. The hospital reported that during an endoscopic vein harvesting procedure while harvesting the saphenous vein the vasoview hemopro 2 (w/vasoshield) during the initial dissection process, they inserted the btt port to allow for a tunnel to form within the leg but the co2 pressure in the leg would not increase and a tunnel would not form. Incision length was normal evh incision...no more than 1 inch long. Air was added to the balloon around the port, the co2 line was disconnected and reconnected, and the co2 insufflation device was checked. Co2 flow was at 5 and pressure was at 10. Measured co2 pressure was 0 and therefore flow remained at 5. None of this corrected the problem. Therefore, an accessory pack was opened up and a new btt port was used. This change allowed for the co2 pressure to be maintained which ultimately created a tunnel within the leg. There was a slight procedural delay when the harvester waited for the accessory pack to get a new btt port. No adverse outcomes or injuries occurred due to the defect.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25163168 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(4)2022. An investigation was conducted on (B)(4)2022. A visual inspection was conducted. There were no visual defects observed on the btt. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. No leaks were observed on the silicone balloon. The btt was able to be inflated. Based on the returned condition of the device, and the investigation results, the reported failure "inflation problem" was not confirmed.

Event description:
N/a.